Event description:
It was reported that the patient faced infusion set patch did not stick to skin upon insertion on (B)(6) 2025 and also high blood glucose which was treated with correction bolus via pump.

Manufacturer narrative:
MDR / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.